Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer had changed the infusion set several times prior to being hospitalized, but continued to have high blood glucose levels. Troubleshooting was performed and the insulin pump passed all required tests. Nothing further was reported.